Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked between the chamber dome and aluminium base of an mr290v vented autofeed humidification chamber after four days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 vented autofeed humidification chamber was reported to fph in (B)(4) and was visually inspected. Results: visual inspection revealed that the chamber dome was cracked, with the crack stretching along the base below one of the chamber ports. The crack was not showing stress marks. Based on the results of our investigation, this is the only complaint of this nature for lot number 120412. Conclusion: we are unable to determine the cause of the cracks, though it is known that pressure in excess of (B)(4) may affect the integrity of the chamber and result in this type of cracking. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. This suggests that the reported leak only developed after the subject mr290 chamber was released for distribution. Fisher & paykel healthcare's user instructions that accompany the mr290 chamber specify to the user to "perform a pressure and leak test on the breathing system before connecting to a patient", to refrain from using the chamber if it has been dropped and "to set the appropriate ventilator alarms" in the event a leak occurs. It also states that the maximum operating pressure is (B)(4). (B)(4).